Event description:
Boston scientific received information that the patient with this device system reported not feeling well and symptoms of fainting spells. The patient also noted that noise was emitted from the bsc right atrial (ra) lead and non-bsc right ventricular (rv) lead and that their physician was wanting to replace the leads. Additional information was sought from the local area sales representative, however, at this time, additional information was not available.

Event description:
Additional information was received that the patient died approximately one month after the event occurred. At the time of the event, there was mention that the physician wanted to replace the boston scientific ra lead and competitor rv lead. There was no information provided at the time to suggest that a revision procedure had occurred. There were no allegations around the time of death.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.